Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. However, photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After viewing the photos, it was observed that an error code 0004 was displayed. No further information was provided. The overall complaint was confirmed as the observed condition of the all-in-one ccu+light row would have contributed to the complained device issue. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified. Based on the investigation findings, it was conclude that the device need to be received at our service center in order to determine a root cause for the issue experienced by the customer. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the device was dysfunctional as it had an error code 4 (error code indicates firmware boot failure) and a restricted version of the case that it was not possible to take pictures. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.